Event description:
Additional information received reported that multiple reprogramming attempts were made without success. Leads and impedances were within normal limits and there was no migration. The peripheral sensation became more uncomfortable than the pain relief for the patient. The patient was considering an infusion pump and/or a possible fusion.

Event description:
Follow up information received reported that the patient had the entire implantable neurostimulator system removed "satisfactorily". The patient was being considered for total temporary disability. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient no longer felt pain relief; additional lumbar pathology was suspected, and the patient was going to be evaluated for a possible fusion procedure. The patient's implantable neurostimulator (ins) was planned to be explanted on (B)(6) 2012. No patient injury or adverse event was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3888-45, lot#: v607381, implanted: (B)(6) 2011, product type: lead; product ID: 3888-45, lot#: v607381, implanted: (B)(6) 2011, product type: lead; product ID: 3888-45, lot#: v593229, implanted: (B)(6) 2011, product type: lead; product ID: 3888-45, lot#: v607381, implanted: (B)(6) 2011, product type: lead; product ID: 3708220, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension; product ID: 3708220, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).